Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that "the novasure procedure went well, but shortly after the doctor was done the anesthesiologist reported that he had no heart rate." The patient was successfully resuscitated and taken to the hospital by ambulance for monitoring. Additional follow-up noted, "the patient is totally fine and was discharged."